Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided to rayner states "after the iol was halfway out of the injector and in the eye, the iol quickly came out the rest of the way. The lens shot forward very quickly and caused the zonules to be stretched. Vitreous came up and a vitrectomy had to be performed. A capsular tension ring was inserted and the iol was left in the eye". The rayner risk analysis identifies the following as possible causes of "explosive expulsion of lens"; plunger advanced too quickly and forcing jammed plunger during iol insertion. There is currently insufficient information available to determine the cause of the event. Rayner is following up with the healthcare facility to obtain additional information to facilitate further investigation of the event. The iol remains implanted; however, the associated injector has been retained and is expected to be returned to rayner. The findings of our device inspection will be provided in a follow-up report. Our review of production records for the rayone aspheric rao600c batch 128129488 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the rayone aspheric rao600c (december 2018) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone aspheric rao600c batch 128129488.

Event description:
On (B)(6) 2019, rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states "after the iol was halfway out of the injector and in the eye, the iol quickly came out the rest of the way. The lens shot forward very quickly and caused the zonules to be stretched".